Event description:
A health care professional reported with a description of intraocular lens (iol) had damaged haptic. Lens was explanted in a initial procedure. The procedure was completed with another iol. Additional information was requested and received stated there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage to the iol was observed. Approximately half of the iol (intraocular lens) returned positioned correctly in the iol case (half of the optic with one haptic). Solution is dried on the iol. One haptic is not returned, the other haptic is scratched/marked-rejectable. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "damaged haptic, in and out". The iol was subject to handling. Approximately half of the iol was returned with solution dried on it. The observed damage is consistent with lens having been explanted. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the reported lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).